Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced a headache, nausea, and confusion. At this time, the cgm reading was between 170-180mg/dl. No bg meter comparison was done. Due to her symptoms, the patient decided to self-treat with orange juice. She also decided to call an ambulance. When the emergency medical technician's (emt) arrived, the cgm reading was 180 mg/dl and his bg meter reading was 60 mg/dl. The emt did a second bg fingerstick and the reading was 50 mg/dl. The patient does not recall if the emt provided her with any treatment. She was transported to the hospital and treated with an unspecified IV. The patient was still in the hospital at the time of report, however, she stated she has ¿no plan of staying more than 24 hours as she mentioned her condition is stable now¿. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.